Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number not product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Small metal bullet from the capio suture got retained inside the capio slim device bullet disengaged or snapped during use from the suture and left inside the capio slim device. No serious injury/no adverse patient effects.